Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 329 mg/dl, 154 mg/dl, and 143 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the c-ring on the vasoview hemopro endoscopic vessel harvesting system cannula broke off inside the patient's leg. The piece was retrieved by making a separate small incision, about a 1/4" in size. The harvester stated that it was done like a "stab n grab." This occurred at the end of the case so there was no need to open a new unit. The hospital did not report any patient effects. The product was discarded.